Event description:
It was reported that there was a communication problem. The patient was seeing the reposition antenna screen on the implantable neurostimulator recharger (insr). The patient had not been charging her implant. The patient stated that her pain stimulation was not working properly.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37791, serial # unknown, product type recharger. (B)(4).